Event description:
It was reported that insufflation was very slow on the high flow insufflation unit and customer had to use the aspirator. The issue occurred during a laparoscopic appendectomy procedure. The procedure was completed and there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the customer had used the insufflator on obese patient without paying attention to the cavity mode setting that had been set small instead of normal. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: 5.3 selecting the cavity mode: ¿the cavity mode cannot be changed during insufflation. If insufflation is started with a wrong cavity mode setting, first press the insufflation switch to stop insufflation before re-selecting the cavity mode.pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor field performance for this device.